Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6) and study ID: (B)(6) stail / (B)(6) stail it was reported that at follow-up imaging, the principal investigator reviewed ap and lateral standing spine x-rays and observed that the interbody graft had moved from its original placement site. Specifically, the graft had migrated approximately 15 mm toward the left lateral side compared with its initial position. When the investigator compared the current x-rays with earlier images from (B)(6) 2026, it was noted that the graft had already begun to migrate slightly, indicating progressive movement over time. Update received: description has been changed to mild interbody/cage migration at l4¿l5. Update received: comments: it was reported that at follow-up imaging, the principal investigator reviewed ap and lateral standing spine x-rays and observed that the interbody graft had moved from its original placement site. Specifically, the graft had migrated approximately 15 mm toward the left lateral side compared with its initial position. When the investigator compared the current x-rays with earlier images from (B)(6) 2026, it was noted that the graft had already begun to migrate approximately 15 mm left and lateral (insertion side).

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.